Event description:
(As reported on user report). (B)(6) male was having PICC line placed in left upper extremity. IV team rn stated that the introducer wire met resistance and he stopped advancement. At this point, the wire was pulled back out of the needle and he noticed a piece of threaded wire broken off. The nurse also noticed a piece of wire sticking out of the insertion site. The wire was secured with a steri-strip & tegaderm dressing. At this point, the physician was notified and a vascular surgeon was consulted. The pt was taken to surgery the next day where the retained foreign body was removed. The surgeon's operative note described that the wire was knotted at the end and there was unraveling of the remainder of the wire. The wire "appeared to be in the subcutaneous tissue and not the vein", also according to the operative note. The section of the guidewire which was removed from the pt is available for eval.

Manufacturer narrative:
One introducer catheter, not included in the kit, and a piece of the guidewire were returned for eval. A visual examination of the returned device revealed that the guidewire was twisted into a knot where it exits the tip of the catheter. The guide wire is fractured. The broken coil comes out of the hub of the introducer catheter. The tip of the guide wire was measured and found to conform to the dimensional specs. A review of the mfg records indicated all device specs and quality requirements were satisfied. The instructions for use contain the following warning: "do not insert or withdraw the guidewire forcibly from any component. The wire may break or unravel. If the guidewire becomes damaged, the introducer needle or sheath/dilator and guidewire must be removed together." According to the incident report, the wire was pulled back out of the needle. Drawing the guidewire back over the needle bevel may have contributed to the severing of the guide wire. (B)(4).